Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a return of symptoms a couple of weeks ago. The caller said the patient was on the same program for some time and had more symptoms so they were checking to see if the battery was dead for some reason or because the patient is being more independent on their charging. When the caller checked the patient's settings, they saw a message that said the stimulation was operating at maximum settings. The caller was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The cause of the maximum settings was determined to be a lead impedance. This was not due to normal battery depletion. They were scheduled for surgery as they needed a device/lead replacement. The issue was not yet resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the impedances was not determined and was unknown. They reported what most likely caused the issues was unknown.